Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications. The device failed visual inspection due to serial port cap missing which confirms the reported event. The most likely root cause of the serial port missing is due to mishandling of the device.  The device failed functional testing due to "controller failed-change controller" alarm that was triggered upon power up. Log file analysis determined that the most likely root cause of this event was a failed smr upgrade but these are additional observations that are not related to the event details. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the data connection port cover of the controller was missing. The controller was exchanged without consequence to the patient. No further information was provided.